Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to remove plunger rod from a box of reservoirs and also reported that large air bubbles formed in reservoirs when attempting to twist plunger rod off. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed and customer was assisted with purging air bubbles out. Customer was advised that reservoirs would be replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.